Event description:
It was reported that during normal patient follow up, externalized conductors were observed via imaging. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.